Manufacturer narrative:
(B)(4). According to available information, this lead was surgically abandoned and replaced successfully. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that post device replacement procedure, the electrogram monitor displayed intrinsic heart beat of forty beats although programmed to sixty-one-hundred twenty ppm. In addition, the lead was programmed to 7.5v/2.0ms, but loss of capture was still observed. During the upgrade procedure, an MRI had been performed. A revision procedure was performed. The pacemaker was checked revealing no issues. Visual observation of this lead revealed blood within the lead insulation. There was concern the lead was fractured. Threshold measurements with the pacing system analyzer could not be obtained. A decision was made to replace this lead. This lead was surgically abandoned and replaced. When the replacement lead was connected to the device, no further issues were observed. The physician was informed no further MRI procedures can be performed as this lead was surgically abandoned. No adverse patient effects were reported.